Manufacturer narrative:
(B)(4) section d4: lot number and UDI details were not received. Method: the subject mr290v vented autofeed humidification chamber, which is part of the subject rt380 adult dual heated evaqua2 breathing circuit kit, was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack along the chamber base. Additional analysis indicates that the chamber had been subjected to a mechanical load applied over time. Conclusion: the reported leak was likely due to a mechanical load causing a crack along the mr290v humidification chamber base. The cause of the mechanical load was not determined. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. All mr290v vented autofeed humidification chambers and rt380 adult dual heated evaqua2 breathing circuits are pressure and flow tested during production, and those that fail are rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no reported patient consequence.

Manufacturer narrative:
Ps463712. Section d4: lot number and UDI details were not received. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no reported patient consequence.